Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383552 and lot number 4050413. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd nexiva 22 ga x 1.00in sp with maxzero leaked beyond the septum. The following information was provided by the initial reporter: date of incident: 04-sep-2024 concern description: blood exposure to staff use daily this is a huge risk to nurses customer response on 24sep on insertion the ¿filter¿ when loosened/removed leaks blood as the coloured end blocks the nurses ability to see the blood coming to the end of the tubing. Also, depending on the flow back of blood sometimes we don¿t have time to ¿clamp¿ the tubing before blood gets to the very end. Blood exposure to nurses from the blunt end, where the grey/white hub gets removed after insertion. Customer response on 07oct there were gloves on, and no exposure to open wounds.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E. Email address exceeds character limit: (B)(6).